Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 during drain 3 of 6. The home patient (hp) disconnected to go to the bathroom and reconnected back. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm then disconnect. The hp would reset the hc back up with new cassette and bags. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. Proper disconnect procedures were not used. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Per baxter labeling, users are instructed to use proper procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A 510(k) number will not be provided, because the product is unknown.